Event description:
Reportedly, the patient received inappropriate shock due to noise oversensing. The associated ICD ((B)(4)) was changed and returned for analysis; refer also to MDR: 9610579-2012-00067. The subject lead remained implanted and lead breakage was not confirmed on the x-ray photo. Another lead was implanted with a new ICD. It was reported that during the previous follow ups ((B)(6) month before), ventricular fibrillation episode due to noise sensing were also observed thus persistence was re-programmed (number of persistence cycles were increased). Other measurement values, such as impedance were normal.

Manufacturer narrative:
(B)(4) 2012, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.